Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an anonymous customer was hospitalized due to the pump being "broken." Reportedly, customer was put on a ventilator. As customer information was not provided, tandem technical support was unable to obtain additional information, or follow up with customer.